Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. The reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The log file contained approximately 46 days of data (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured a backup battery fault on (B)(6) 2022 at 0:00:00 and then intermittent backup battery fault alarms from (B)(6) 2022 at 12:03:22 to (B)(6) 2022 at 18:26:48, which was the last event captured in the log file, due to the backup battery being expired. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. It was also noted that the serial number of the exchanged backup battery is (B)(4) and that the manufacture date of the product is 13dec2019. Based on the additional information provided, the exchanged backup battery was manufactured on 13dec2019 and expired on 01dec2022. This indicates that the backup battery reached its expiration date when the backup battery fault was first captured in the submitted log file. The root cause of the backup battery fault alarm was determined to be the backup battery being expired. The root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2018. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 2 ¿¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii instructions for use (IFU) section 4, entitled ¿system monitor¿, explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The heartmate ii instructions for use (IFU) section 2, entitled ¿system operations¿, instructs the user on how to properly exchange the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review found yellow wrench/backup battery fault alarms starting on (B)(6) 2022 which continued through (B)(6) 2022. There was no interruption in pump support during these events. It was later communicated that upon exchanging the backup battery, fluid ingress was discovered. The patient reported that they spilled water on the controller, resulting in damage to the display. It was determined to exchange the controller at the time. The alarms have reportedly resolved.